Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during a mid left anterior descending coronary artery stenting procedure, a dissection occurred approximately 0.1mm proximal to the lesion. No treatment was provided. One day post procedure, the patient was discharged home. There was no additional information provided.